Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, bent cannula and air bubbles. Customer¿s blood glucose level were over 600 mg/dl and around 200 mg/dl. Customer treated their high blood glucose via insulin. Customer¿s blood glucose level was 304 mg/dl at the time of call. Troubleshooting was performed. Customer advised they had a bent cannula on the infusion set and air bubbles inside of the reservoir which resulted in high blood glucose levels. Customer was advised to return their infusion set and reservoir for analysis and that a replacement infusion set and reservoir will be sent out. The insulin pump will not be returned for analysis.